Event description:
The facility rep reported a fail code 812:02 on the pumphead module. Info was not provided regarding whether or not the failure occurred during a pt infusion. When the pumphead module was removed, 3 chips were found to be melted.